Manufacturer narrative:
On 08/09/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the site¿s robotics coordinator: the robotics coordinator was present during the da vinci-assisted low anterior resection (lar) procedure which was performed on (B)(6) 2019, not (B)(6) 2019 as initially reported. The surgical procedure was not recorded on video. The surgeon was able to fire three green stapler 45 reloads with a stapler 45 instrument. Prior to each fire, the stapler instrument reached 100% clamping. At the end of the staple line, the surgical staff observed malformed staples. However, the staple lines appeared intact according to the robotics coordinator. Upon inserting an "eea sizer," the entire staple line allegedly opened. The robotics coordinator indicated that the patient was obese and there was not enough tissue to repair the opened staple line with additional staples. As a result, the surgeon placed a permanent colostomy. After the procedure was completed robotically, the surgeon discussed the outcome with the patient. The patient declined to have any further medical intervention and was reportedly satisfied with the outcome. The patient has since been discharged from the hospital and no post-operative complications have been reported. The green stapler 45 reloads were discarded by the site. She has sent back the stapler 45 instrument to isi for evaluation. Isi has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint that the stapler instrument misfired. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on an in-house system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed a clamp test and a fire test. Staple formation on a test sheet was proper. Isi reviewed the site's system logs with the updated/corrected event date of (B)(6) 2019. Per the system logs, stapler 45 instrument (part #470298-12; lot #t10190107-0015) fired 3 green stapler 45 reloads. All firings were completed per the logs; however, each firing was preceded by a high number (between 4-10) of incomplete clamps. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted lar procedure, a stapler 45 instrument allegedly misfired with a green stapler 45 reload installed. As a result, the initial reporter claimed that the staple line opened when an ¿eea sizer¿ device was inserted and the surgeon had to create a permanent ostomy. At this time, the root causes of the alleged customer reported failure mode and the patient¿s intra-operative complication are still unknown.

Manufacturer narrative:
Isi has reviewed the site¿s system logs with an event (procedure) date of (B)(6) 2019 as provided by the initial reporter. The system logs reveal that a single da vinci-assisted surgical procedure was performed at the site on (B)(6) 2019. However, the system logs reveal that no da vinci stapler products were used during the surgical procedure. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted surgical procedure, an unspecified robotic stapler instrument allegedly misfired. As a result, the initial reporter claimed that the staple line opened when an ¿eea sizer¿ device was inserted and the surgeon had to create a permanent ostomy. At this time, the root causes of the customer reported failure mode and the patient¿s intra-operative complication are unknown.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, an unspecified stapler instrument allegedly misfired. According to the initial reporter, a robotics coordinator at the site, the stapler instrument achieved 100% clamp for all stapler firing. However, the initial reporter claimed that the last 3 staple lines had misaligned and misshapen staples. While the surgical staff was inserting an ¿eea sizer¿ (a third-party manufacturer device) to size for the abdominoperineal resection (apr), the staple line allegedly opened due to the misshapen staples. As a result of the staple line defect, the surgeon had to create a permanent ostomy which was not part of the planned or intended outcome of the surgical procedure.